Event description:
It was reported the connecting tube had broken connectors. The issue occurred during unknown event. There were no reports of patient harm.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reports the issue was found at reprocessing colonoscopy, without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number/ lot was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "connecting tube could not be connected to connector in reprocessing basin due to breakage of the tube" occurred due to external stress was applied to lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. The event can be detected by following the instructions for use which state: preparation and inspection: visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.